Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0n11v, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported return of symptoms. Impedance test of lead revealed all but one electrode combination was above 4000ohms. Existing lead was replaced with new lead. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0n11v implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the return of symptoms was not determined and surgical replacement of the lead resolved the return of symptoms and high impedances. There were no further complications reported/anticipated.